Manufacturer narrative:
The investigation determined that (B)(6) vitros anti-hcv results were obtained for two samples from a single patient processed on the vitros 5600 integrated system. The investigation was unable to determine a definitive root cause. However, the possibility that the patient was recently infected with (B)(6) and is in an early stage of (B)(6), as well as method to method sensitivity differences could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
A customer obtained negative vitros anti-hcv results ((B)(6)) for two samples from a single patient processed on the vitros 5600 integrated system. The vitros anti-hcv results were discordant when compared to results obtained using alternate methods ((B)(6)) and are therefore considered to be (B)(6) results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) results were not released from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(6).